Event description:
During the procedure, the catheter kinked and the physician was unable to advance the device through the cope to the common bile duct. The case was completed with a different device. There was no reported clinical consequence for the patient.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.